Event description:
It is reported that the helical blade was not gliding and therefore cut out of the head neck of left femur. The device was explanted on (B)(6) 2013. This report is for unknown number of unknown screws. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown number of unknown screws. Unknown original implant date. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.